Event description:
Connection issues were noted during the implant attempt of the subject pacemaker. Reportedly the physician could not connect the ventricular lead in the rv port of the header. Every time the physician tried to tighten the ventricular set screw, the device would not pace the ventricle and the ventricular lead could be pulled out of the port without loosening the set screw. Reportedly the physician could not insert further the ventricular lead as compared with the atrial lead in the device header. With the patient¿s ventricular lead connected to the analyzer, the physician loosen the set screw and tried putting the atrial lead in the ventricular port and the same thing occurred. According to the physician the tip of the terminal pin was past the block in the header. The physician was able to secure the atrial lead in the atrial port but since he was unable to secure the ventricular lead the device was abandoned.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
Connection issues were noted during the implant attempt of the subject pacemaker. Reportedly the physician could not connect the ventricular lead in the rv port of the header. Every time the physician tried to tighten the ventricular set screw, the device would not pace the ventricle and the ventricular lead could be pulled out of the port without loosening the set screw. Reportedly the physician could not insert further the ventricular lead as compared with the atrial lead in the device header. With the patient¿s ventricular lead connected to the analyzer, the physician loosen the set screw and tried putting the atrial lead in the ventricular port and the same thing occurred. According to the physician the tip of the terminal pin was past the block in the header. The physician was able to secure the atrial lead in the atrial port but since he was unable to secure the ventricular lead the device was abandoned.

Event description:
Connection issues were noted during the implant attempt of the subject pacemaker. Reportedly the physician could not connect the ventricular lead in the rv port of the header. Every time the physician tried to tighten the ventricular set screw, the device would not pace the ventricle and the ventricular lead could be pulled out of the port without loosening the set screw. Reportedly the physician could not insert further the ventricular lead as compared with the atrial lead in the device header. With the patient's ventricular lead connected to the analyzer, the physician loosen the set screw and tried putting the atrial lead in the ventricular port and the same thing occurred. According to the physician the tip of the terminal pin was past the block in the header. The physician was able to secure the atrial lead in the atrial port but since he was unable to secure the ventricular lead the device was abandoned.